Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded the catheter's tip during removal. A 5mm/5.5 mm vortx diamond was selected for use. During procedure, it was noted that the coil got stuck in the distal part of the catheter. When catheter and coil were removed, the coil protruded from the catheter's tip. The procedure was completed with a different device. There were no patient complications reported.